Manufacturer narrative:
Citation: czerwinska-jelonkiewicz the role of platelet reactivity assessment in dual antiplatelet prophylaxis after transcatheter aortic valve implantation. Cardiovasc dis. 2018 apr;111(4):233-245. Doi: 10.1016/j.acvd.2017.06.002. Epub 2017 nov 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the role of platelet reactivity assessment in dual antiplatelet prophylaxis after transcatheter aortic valve implantation. All data were collected from a single center between 2012 and 2014. The study population included 100 patients (predominantly female, mean age 79 years), 46 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, 4 in-hospital deaths were reported due to unspecified reasons. Multiple manufactures were noted in the literature; based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: major bleeding complications (n=30), vascular complications (n=27), thromboembolic even ts (n=7), stroke (n=4), embolizations (n=2), bioprosthesis thrombosis (n=1). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.